Event description:
Caller reported a malfunction on the pump but did not experience any adverse impact to their blood glucose level. Customer decided to use manual injection method as backup therapy for insulin delivery. Technical support confirmed that the customer will receive a pump with updated software as a replacement, and instructed them on the process of returning the problematic pump using a pre-paid label provided by ups. Customer understood and acknowledged all instructions given by technical support.